Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. Covidien was not authorized to repair the event. The covidien customer support engineer (cse) was only authorized to upload the software.